Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system was implanted into the patient during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient underwent a revision procedure of the obtryx device on (B)(6) 2015 due to erosion. On (B)(6) 2015, she went another revision procedure due to granulation tissue of the bladder, urethra and eroded mesh. Boston scientific has been unable to obtain additional information regarding the event to date.